Event description:
The customer reported experiencing a shock from exposed wires on the device. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported experiencing a shock from expose wires on the device. No pt harm was reported. The customer reported that the power entry assembly had come out from the back of the cardiograph and the biomed technician received an electric shock from the exposed wires. The biomed technician was evaluated and required no treatment. On (B)(6) 2012, a philips field service engineer (fse) carried out a site visit to the electro-biomedical engineering (ebme) and accident & emergency (a&e) departments at the facility. The ebme department, the device was inspected and the following findings were reported. The iec mains supply socket incorporating the mains suppression filter, has all four plastic spring retaining clips snapped off. Only one clip was present and was rattling loose in the internal casing. Without these retaining clips, the power entry assembly can be pulled out exposing live connections. Having removed the power entry assembly from the ECG recorder, it was observed that there was white "super glue", residue on the black plastic iec socket. This would suggest that a non philips "repair" had been carried out on the device by the staff at the hospital. On the lower case assembly, there are two mounting lugs to help align the power entry assembly and keep it perpendicular to the side wall case of the ECG recorder. Both of these lugs were broken off, this damage could be caused by: a considerable side force to the mains socket possibly caused by the mains supply cab le getting pulled hard. The mains power entry assembly forced reinserted back into the ECG casing 180 degrees the wrong way round. On the upper case assembly containing the keyboard, the fse found the case damaged. One of the screw lugs secured by a torx headed screw, was broken. Also one of the keyboard white ribbon connectors was not inserted straight or fully inserted into the receptacle. On the tft flat screen lid, there was minor cosmetic cracking around the hinge assembly and the philips label was missing from the lid also. A functional test was carried out using a simulator, with a satisfactory test print carried out. The ECG unit's batteries appeared to be flat, but possibly just needed recharging. The philips service work order indicates the repair work has been done and device was tested and has been returned to the customer. The available info and device evaluation are consistent with physical damage to several components of the device and with repair outside normal and expected repair. The physical damage to the power entry assembly and inappropriate repair resulted in exposed wires. There was no malfunction of the device. Consideration of this complaint and trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.